Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the chest x-ray also had revealed an infectious focus in the right base.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-procedure, the patient experienced pulmonary sepsis. There was dyspnea with a dry cough, asthenia, and anemia. An x-ray revealed interstitial alveolar syndrome, evoking sepsis, and a bilateral pleural effusion. Medication during hospitalization resolved the issues and the transcatheter pacemaker remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.